Event description:
It was reported to vyaire medical problem with the avea ventilator having high ppeak and circuit occlusion prior patient use. Furthermore, there was no patient involvement associated with with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, vyaire medical suggested calibrating the exhalation and inspiratory transducers. Also, suggested blowing compressed air into the inspiratory port. If it does not work, then they will need a new gde (gas delivery engine). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
H11: correction. D4: corrected catalog# and model#. Section d4 was updated to indicate correct catalog# and model# 17311-00. D4. UDI# - the device has a date of manufacture of 20-apr-12 and was not subject to UDI requirements.